Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening. During the initial procedure the tibial guide for the peg drill was not seating well as it was because the drill holes were not lining up which is solved by removing the pins, placing the guide and then replacing pins.